Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test were normal. No unexpected low battery, off no power, failed battery test or weak battery alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. No cracked display window or cracked reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed weak battery and failed battery test. The insulin pump also had physical damage: a cracked screen, a cracked reservoir window, and a cracked battery loading slot. The patient's blood glucose at the time of incident is unknown. No further details were provided. The insulin pump was returned and replaced.